Event description:
On (B)(6) 2013 the patient contacted animas alleging that he was in the hospital and that it was diabetes-related. The patient was having difficulty speaking, and was unable to provide additional information. The pump could not be ruled out as a cause or contributor, as troubleshooting could not be completed. This complaint is being reported based on the allegation that the patient was hospitalized for a diabetes-related reason potentially while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.